Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced a possible twiddler's syndrome, causing the lead to get dislodged with loss capture. It was confirmed via chest x-ray. A surgical intervention took place to resolve the issue. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.